Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the rear response button was intermittently non-functional. The cause for the defective response button was a cut response button cable. The root cause for the cut cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. A monitor was found to have non-functional response buttons.